Event description:
It was reported that the device was found in backup mode. The patient felt pocket stimulation. The suspected cause of the backup mode was due to external interference. Abbott technical support was contacted and recommended reprogramming, which was performed to successfully resolve the event. The patient was stable and there were no adverse consequences.